Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for product analysis. A visual inspection of the device found that the coil and sheath were separated at approximately 69.5cm proximal from the burr. To determine the functionality of the returned advancer, a test burr catheter was used due to the damage to the returned burr catheter. During analysis when the advancer was connected to the rotapro console and the knob switch [ablation button] was pressed, the advancer reached and maintained optimal rpm with no resistance or issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10oct2025. It was reported that device failed to reach optimum speed and abnormal noise occurred. A 1.50mm rotapro was selected for use. During the procedure set up, while attempting to set the rotational speed to 180,000 rpm outside the patient's body, an abnormal noise was heard, and the device failed to reach the target rotational speed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the coil and sheath were separated at approximately 69.5cm proximal from the burr.